Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the device reached recommended replacement time and the physician considered a premature battery depletion. The device was explanted and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device reached recommended replacement time and the physician considered a premature battery depletion. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the device reached recommended replacement time and the physician considered a premature battery depletion. The device was explanted and will be returned for analysis.